Event description:
Recently reported data on teg6s (doi: 10.1213/ane.0000000000007123) shows that flev shows much elevated values compared to plasma-based fibrinogen measurements; these estimates could lead to mismanagement of bleeding patients and/or misdiagnosis regarding hypercoagulability; approval for clinical use of flev should be rescinded.